Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. However, based on the results of the investigation, the root cause of the display issue with a third party monitor was the image was not displayed due to a mistake in the user's settings. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to an olympus sales representative on behalf of the customer to troubleshoot the device. The sales rep exchanged the digital visual interface (dvi) from 1080p to 1920 x 1200 in system setting on the processer however the issue persisted. The sales rep then changes the dvi output back to 1080p and image was displayed on the third-party monitor. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the video system center fails to display image on the third-party monitor. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.